Manufacturer narrative:
Device manufacturer date: the manufacture date cannot be identified at this time since the lot was not provided. If the lot becomes available, the manufacturer date will be updated. The device was returned to olympus and the following was found: a visual inspection was performed on the as is received condition of the device; noted that the connecting tube was not returned in its original packaging. Inspection confirmed that one of the gray clips on the orange connector is detached from the connector and the detached gray clip was returned with the connecting tube. The grey locking level has been disengaged. The metal clip that holds the gray clip to the orange connector was not returned for evaluation. The condition of the detached gray clip has no signs of cracks or chips. The tubing appears to have no signs of kinks or punctures. The metal connector has minor scratches. There appears to be no indications of corrosion or residue identified on the connectors or inside the tubing. Unable to perform any functional tests as one of the gray clips is detached from the orange connector. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during initial use the connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the manufacturing date of the device is unknown, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿lock lever of the cleaning tube connector came off¿ issue was confirmed. The root cause of the damaged lock levers could not be determined, however, this issue was found to likely be the result of an external load applied to the cleaning tube, making it impossible to connect. An external load on the irrigation tube may be caused by the user applying force in the wrong direction. The event can be prevented by following the instructions for use which state: ¿abnormalities can be detected by conducting the following inspections: 9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.